Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the main board might be defective so he replaced the main board. The reported issue was resolved and the unit was returned to the customer operating to service specifications.

Event description:
The customer reported transducer fault (xdcr) alarm display on the vela ventilator during patient use. The customer reported that the ventilator was switched to another device and there was no patient injury/harm.

Manufacturer narrative:
Carefusion fa lab received the suspect device. The suspect device was visually inspected and installed in a known good ventilator unit. The unit was power-up in ventilation mode, and the unit was auto cycling. The fa lab technician attempted to calibrate exhalation flow transducer, but the device failed. The failure was caused and isolated to a faulty exhalation flow transducer.